Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nurses were unable to make connections while using a one-link extension set due to cross-thread issues. There was no patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The event was reported to take place sometime during the 2 months prior to (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.